Event description:
The customer was voimiting and hospitalized for high blood glucose and dka. Troubleshooting was performed, insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was completed and insulin exited. The high-pressure test was performed and passed within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.